Manufacturer narrative:
This MFR report was duplicated overlap with MFR report no. 8010047-2017-01426.therefore, we are retracting this MFR report.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a laparoscopic surgery, the subject device was used. The tissue pad of the device was separated. The procedure was completed with another device. There was no patient injury reported.